Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that during a diagnostic procedure a guide wire tip detachment occurred. A 0.018 non bsc support catheter was advanced to the target location. The v-18 guide wire was advanced and the tip of the guide wire broke off in the right anterior tibial artery. The remaining portion of the guide wire was removed and the detached guide wire tip was retrieved from the patient. The procedure was completed and no further patient complications were reported. The patient's status is unknown.

Event description:
Medwatch/uf voluntary (B)(4). It was reported that during a diagnostic procedure a guide wire tip detachment occurred. A 0.018 non bsc support catheter was advanced to the target location. The v-18 guide wire was advanced and the tip of the guide wire broke off in the right anterior tibial artery. The remaining portion of the guide wire was removed and the detached guide wire tip was retrieved from the patient. The procedure was completed and no further patient complications were reported. The patient's status is unknown.